Event description:
Reporter received the er1 message on an unaffected meter. Reporter stated she had tested a long time ago and was almost positive it was because she didn't have enough blood on the teststrip. Reporter then retested but was unable to recall result. Reporter denies blood glucose level has ever been above 500 mg/dl.